Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿material strength of drain is insufficient ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the hemovac drains were clotting and did not have suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hemovac drains were clotting and did not have suction.